Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit timeout and a power on reset (por). It was noted the battery voltage showed a status of recovery and potential rapid battery voltage depletion was observed. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. The analyst commented the analysis of 35j battery from the returned device was concluded and based on the destructive analysis results, no internal short occurred in the battery. It was noted here was localized lithium discharge along the anode edge, but no lithium isolation was found. The anode was intact along its entire length.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.